Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 265 mg/dl. Reportedly, the cartridge was changed to address the event. However, an air gap was in the cartridge tubing. The tubing was primed to address the event and insulin delivery was resumed.